Manufacturer narrative:
(B)(4). Fully fired cartridge. The analysis results showed that one cartridge reload was received for analysis. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. Event could not be confirmed as no device was returned for analysis. Due to the condition of the returned device and reload. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when shooting the penultimate recharge (third overall), the surgeon feels he has to do extra force when shooting. This turns out to open the jaws of endocutter, presence of sub mucosa and full opening of the staple line is detected. Reviewing recharging (which will be reported) no empty spaces resulting in recharging a staple forming no. The surgeon shoots a load green and blue to follow his angle. The suture line manually strives pds2-0, then with methylene blue test is performed at no additional comments. Note that for this reason I delay surgery a little more than usual is also needed to introduce two 5mm trocars as support, ending the process be a gastric sleeve no single port. The patient is currently well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what ¿manually strives¿ means? Which firing did this occur on? Were clips used during the procedure? In reference to, ¿this turns out to open the jaws¿, does this mean they opened and saw and incomplete staple line? Was the user attempting to do this procedure through single site? What procedure was being performed? Was the procedure a robotic procedure? How experienced is the user with single site? What stapler was used with this blue reload? The analysis results showed that one ecr60b cartridge reload was received for analysis. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.